Event description:
It was reported that an unspecified malfunction alarm occurred. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support arranged to replace the pump, and the customer will continue to use the current pump until the replacement arrives.